Manufacturer narrative:
It was reported to abbott a patient underwent an ipg replacement procedure. Post operative patient now has multiple impedances that we were unable to clear during the procedure. The impedance report was clear prior to the procedure. The surgeon believed the 9-16 tail of the lead was compromised while removing it from the ipg. The patient was going to be followed to see if effective therapy could be gained with the existing functioning contacts before a lead revision is planned. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported the patient underwent a lead revision on (B)(6) 2025. The penta lead was explanted and replaced at t7/8. There were no complications. Impedances were clear.

Event description:
It was reported that during ipg replacement for norma end of life on (B)(6) 2024, system diagnostic recorded high impedances. The issue persisted post operatively, as a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.